Event description:
It was reported that some clot formation was observed under the place of the venous bubble sensor, when the venous bubble sensor was moved for some other reason. Photos attached. System functioned well through whole treatment. Clotting seemed to disappear gradually afterwards and no new clotting was observed under the new place of venous bubble sensor. (B)(4).

Manufacturer narrative:
Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. A visual inspection of the received pictures showed clotting in the tube. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.